Event description:
I was diagnosed with severe sleep apnea in 2016 (I stop breathing over 50 times per hour) and began using a philips bi-pap machine. Within the first 6 months I began having bad sinus problems/eye swelling/ear tenderness. I assumed it was part of using the machine, now I find out it is probably from the bad filter in the machine. Use of my machine is critical due to the severeness of my diagnosis and philips is saying stop using it immediately and it could take a year to get my machine functioning again. Use of a bi-pap machine is critical for me and constant sinus issues are life-altering at times. I have visited an ear//nose/throat dr and my personal internal medicine dr many times with sinus issues since early 2017. I take antihistamines and decongestants daily since early 2017. Some days sinus issues are so bad I have to stay home. The tissue around my eyes is permanently damaged due to swelling from sinuses and my ears are frequently tender. FDA safety report ID # (B)(4).